Event description:
Event description cpi received information that during a thoracoscopy procedure to implant this sweet tip lead, the patient began bleeding. The physician elected to perform a thoracotomy and insert a thoracic drain to control the bleeding. Following the placement of the drain, the physician again attempted placement of the lead. The patient became hemodynamically unstable and the physician performed a sternotomy. The bleeding was controlled,the system was implanted, and the patient was sent to the intensive care unit. After admission to intensive care, the patient again became hemodynamically unstable, developed acute heart failure and died. The ipg system was implanted but never activated.